Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion, the sheath and dilator would not lock together. There was no patient death or complications reported. It is not known how they completed the procedures.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the dilator being unable to snap into the sheath was confirmed. One sheath extension assembly and one dilator with a blue hub were returned for evaluation. The dilator was inside the sheath when returned. The dilator was removed from the sheath and both components were visually examined. Upon visual examination there are slight bends in the bodies of both components. The dilator body measures (B)(6)" from the bottom of the hub to the distal tip. The outside diameter (od) of the widest part of the dilator is (B)(6)". Both measurements are within specification of (B)(6)" and (B)(6)" respectively per dilator graphic. The sheath body measures (B)(6)" from the bottom of the hemostasis valve to the distal tip. The inside diameter (ID) of the sheath tip is (B)(6)" per pin gauges. Both measurements are within specification of (B)(6)" and (B)(6)" respectively per sheath graphic. The hemostasis valve is able to pass a (B)(6)" pin gauge. This is consistent with sheath assembly graphic. Functional testing was performed by inserting the dilator into the sheath and attempting to snap the dilator hub into the hemostasis valve. The top of the hemostasis valve is not flush with the bottom of the dilator other remarks: hub (0.1 cm gap), and will not snap into the sheath. When an attempt to snap the dilator into the sheath is made, it will not snap in and comes back out. The dilator begins to meet with resistance with approximately 30 cm of the dilator exposed from the top of the hemostasis valve (including the dilator hub). Resistance is felt when continuing to insert the rest of the dilator, though it can be inserted with enough force. The instructions for use state to ensure the dilator hub fully snaps into the sheath prior to insertion. A device history record review for the sheath and dilator were completed with no relevant findings for this complaint issue. Therefore, the probable cause is manufacturing related. Further investigation into this complaint issue has been initiated.